Event description:
Pt developed pain and swellings in knee.

Manufacturer narrative:
Examination of the returned devices by depuy international could not conclusively confirm the reported observation. Patient x-rays were not provided so it was not possible to determine implant positioning. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.